Event description:
Customer's mother reported that the insulin pump returned a motor error alarm. Caller did not report any significant events leading up to the error. Blood glucose level was 476 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the battery tube threads, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)